Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. Microscopic inspection revealed tip damage. There was a longitudinal tear 6mm long starting at the proximal end of the balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50mmx12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported.